Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they are having concerns about the slow readings, high readings and no readings at all. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device powers on via battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. Measurement accuracy testing was completed and no issues were identified. The device was determined to be fully functional.

Event description:
The customer reported they are having concerns about the slow readings, high readings and no readings at all. No patient impact or consequences were reported.